Manufacturer narrative:
Product event summary - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The battery voltage was 2.95 on (B)(6) 2014.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that prior to implant, the battery voltage of the device was normal. During implant, the leads were connected and showed normal measurements. The device was then interrogated and a message was shown not to implant the device due to cold and battery voltage was low. When the implant was completed, the device was interrogated again and the battery voltage was even lower. The device has not been stored in a cold location. The device was implanted and remains in use. No patient complications have been reported as a result of this event.